Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left bundle branch (lbb) lead exhibited high pacing impedance. Upon repositioning, the helix of the lbb lead failed to extend. The lbb lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events were high pacing impedance and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/ tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/ tissue. The reported event of high pacing impedance was not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted.